Manufacturer narrative:
A ge service representative performed an onsite investigation. The right control panel was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the right control panel intermittently displayed "emergency off activated - power off system" error message. A reboot was required to continue use. There is no report of death or serious injury associated with the complaint.